Event description:
The customer reported the device failed the opcheck test.

Manufacturer narrative:
The customer reported the device failed the opcheck test. When philips evaluated the device, therapy errors were found in the device error log that correspond to the customer's reported symptoms. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.